Event description:
A physician reported that during surgery, a system message displayed stating the cassette was not recognized. The staff observed balanced salt solution draining off of the cassette. A new cassette was installed and the surgery was completed with the same system. No pt harm was reported.

Manufacturer narrative:
The investigation is in progress. A sample has been received for evaluation. A root cause has not been identified. (B)(4).